Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from july 16, 2019 - july 17, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The event was further reported as "while adding drug to infusor it started to back up bubbling through the port". There was no patient involvement. No additional information is available.